Manufacturer narrative:
As a result of this malfunction, the potential for surgical intervention exists to preclude permanent damage to a body structure or permanent impairment of a body function as evidenced by previous reported events with similar files. This event, therefore, is reportable per 21 cfr part 803. The device is available for evaluation, though has not been returned as of this report. Evaluation results will be submitted as they become available.

Event description:
In this event it is reported that a waveone gold glider 015-02/25mm blister 3 us file broke during use. The broken part was left in the tooth and was incorporated into the filling.

Manufacturer narrative:
Customer returned 1x tstw1ww325015 file in autoclave bag that was broken as described by the customer. Checked under microscope and found no manufacturing marks or defects. See attached photo. No unopened product was returned for additional testing. Root cause unknown. Nothing unusual to report was found during DHR review. A query indicates no additional complaints have been received for this lot number.